Event description:
A report was received that the patient felt as though the stimulation was on even when the device was shut off. A bsn representative analyzed the patient's database, however, no anomalies were found. The ipg had a high number of resets, although the reason for the reset could not be determined, but could be related to an external source (i.e. Magnets). The physician chose to explant the patient's precision system. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn for evaluation as they were discarded by the medical facility. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.